Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarm or unexpected no delivery alarms were noted. However, the insulin pump was received with a slightly loose drive support disk, a cracked case at the display window corners, a cracked reservoir tube and tube lip and window, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported by the customer's mother that the customer had a motor error alarm and a no delivery alarm on the insulin pump. Customer's mother stated that the customer's ketones are high and that she has changed her infusion set. Customer's blood glucose level was 480 mg/dl. Customer treated with a manual injection. Customer does not use the sensor feature on the pump. Customer was able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Helpline was unable to troubleshoot for the no delivery alarm since the customer had already changed the infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)